Event description:
Information was received via medwatch report. It was reported the patient was taken to the operating room. During the preparation for the procedure, a left rapid infusion catheter (ric) line was placed just above the antecubital space fy anesthesia. The vein was palpated and visualized with ultrasound, and deemed adequate for a ric line. After prepping and draping, dual tourniquets (mid bicep and near the axilla) were placed on the left arm. Using a 20 gauge needle, the vein was cannulated and a wire inserted. The 20 gauge needle was removed and he ric line with the dilator was threaded over the wire to the skin insertion site. As is required for this procedure, a small incision was made at the insertion site, with anticipated bleeding, in order to accommodate the dilator and ric line. At this time, the tourniquets (under the drapes) were removed to decrease the bleeding which had obscured the insertion site, while the ric dilator was advanced over the wire. Once the line was properly positioned, it was believed by the anesthesiologist that both the wire and the dilator were removed, as intended. This removal was also witnessed by a second anesthesiologist. It is now believed that only the wire was removed. Blood was aspirated for confirmed placement and patency. IV tubing was connected to the hub of the ric line catheter, and the line was attached to the belmont infusion device. On 10/07/2014 - follow up information from the hospital states the wire was removed. This was not recognized by any of the providers involved in the patient's care. They typically do not perform an x-ray on peripheral lines. The catheter was removed from the patient several days after placement. At the time it was removed, the dilator was found to be intact within the catheter. Both the catheter and dilator were removed without difficulty as one unit. There was no harm to the patient. The catheter functioned adequately with the dilator in place.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.